Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 19 issue was verified. Additionally the alleged cartridge alarm 25 issue was verified in the pump logs, however, no failure was identified. Additionally the alleged high bg issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 19 occurred. A cartridge alarm 25 also occurred. The customer reverted to manual injections for insulin therapy. Additionally, the customer experienced elevated blood glucose, however, a specific value was not provided. Although requested, the customer declined troubleshooting.